Event description:
Revision surgery - this is the pt's second revision surgery. The pt was revised due to infection, and a size 45 bipolar shell was removed. The surgeon then implanted a size 8mm foundation head 450 series hip stem and antibiotic spacer.

Manufacturer narrative:
The reason for this revision surgery was due to the patient developing an infection. The implants that were removed on (B)(6) 2012 during the initial surgery were from an unknown manufacturer and not djo surgical products. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history were not performed due to lack of information provided and the implants being from another manufacturer. The root cause for this investigation is that the patient developed an infection and the surgeon's process to alleviate the infection. There was no djo surgical product involved that contributed to the occurrence of this event.